Event description:
It was reported that "the broach handle failed to disengage from the broach. Had to manually disengage the broach with a curette to separate the two. It did not stop the case, continued on normally."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.